Event description:
It was reported that the right ventricular (rv) lead impedance had been trending downward, was measuring low and multiple lead warnings were triggered. It was also reported that post-procedure, the atrial lead threshold was elevated, the impedance decreased (with low impedance measurements noted) and the p wave measurements had decreased. The rv lead was capped and replaced; the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant medical products: 4011-58, implantable pacing lead, (B)(6) 1986. (B)(4).